Event description:
It was reported the light source presented issues with the connectivity; it was losing a signal from the scope. The issue occurred during unspecified procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3,h4, h6, h11. Corrected fields: d4. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no probable root cause identifies as no malfunction detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.